Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and diminished sensing. The ra lead sensing showed a recovery during a clinic check the following week. The right ventricular (rv) lead exhibited decreased sensing after the patient lifted their arm. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.